Manufacturer narrative:
(B)(4). Physio-control advised the customer that the physical damage is not covered under warranty. It was recommended that the customer remove the device from service and a replacement device be obtained. The customer confirmed that the device has been permanently removed from service. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the screen on the display of their device is cracked and would not function. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported issue.